Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) needle had broken. Immediate action was taken to treat the patient's wound [injury associated with device], the needle broke in muscle tissue [needle issue]. Case description: this serious spontaneous regulatory authority case received via nmpa (national medical products administration) from (B)(4) was reported by a health care professional nos as "needle had broken. Immediate action was taken to treat the patient's wound(needle injury)" beginning on (B)(6) 2024, "the needle broke in muscle tissue(needle broken )" beginning on (B)(6) 2024, and concerned a 52 years old male patient who was treated with novofine 32g 6 mm (needle) from (B)(6) 2024 for "diabetes mellitus", patient's height, weight and body mass index were not reported. Dosage regimens: novofine 32g 6 mm: (B)(6) 2024; current condition: diabetes mellitus (type and duration were not reported). Patient did not use any concomitant medications or devices. On (B)(6) 2024, patient went to hospital for the treatment of diabetes mellitus (type and duration were not reported). Upon physical examination by doctor, patient's body temperature (body temperature) was 37.5 (unit not reported), blood pressure (blood pressure measurement) was 110/58 mmhg, pulse (heart rate) was 81 beats/min, and respiratory rate (respiratory rate) was (B)(4) breaths/min respectively. The patient appeared alert, well-developed, and moderately nourished. The patient walked into the ward independently and was cooperative during the physical examination, responded appropriately to questions. Examination of the skin and mucous membranes revealed no jaundice, subcutaneous petechiae, rash, or ecchymosis, and no other abnormalities were observed. On (B)(6) 2024, insulin therapy (not specified) was initiated by the doctor using a novofine needle. At 8:45 a.m. On (B)(6) 2024, it was discovered that the needle had broken(degree of injury was reported as serious injury). Immediate action was taken to treat the patient's wound, replaced the novofine, and administered a new injection of insulin (not specified) cause analysis was reported as during use, it was found that the novofine had broken, which may be due to product quality issues or improper operation by the doctor. Batch numbers: novofine 32g 6 mm: 21f10y action taken to novofine 32g 6 mm was reported as product discontinued due to ae. The outcome for the event "needle had broken. Immediate action was taken to treat the patient's wound(needle injury)" was not reported. The outcome for the event "the needle broke in muscle tissue(needle broken )" was not reported. References included: reference type: e2b authority number, reference ID#: (B)(4), reference notes: nmpa (national medical products administration) (B)(4).

Event description:
Case description: investigation result name: novofine 32g etw tip 0.23/0.25*6mm, batch number: 21f10y. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission, this case has been updated with the following: investigation result added. Imdrf code added. Relevant fields updated in EU/ca tab. Narrative updated accordingly. References included: reference type: (B)(4). Final manufacturer's comment: 16-jul-2024: the suspected device novofine 32g 6 mm needle or another needle from the same box has not been sent back to novo nordisk for investigation and evaluation. There is no information on correct use, instruction on how to inject and whether the needle was used more than once. No conclusion on functionality of needle reached. H3 continued: evaluation summary name: novofine 32g etw tip 0.23/0.25*6mm, batch number: 21f10y the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.